Manufacturer narrative:
(B)(4). Device evaluation in progress. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer reported that after use for two days, it was noted that liquid could not be stopped even if closing the clamp on the transfer set. No patient injury was reported.